Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Upon interrogation prior to procedure, it was found that the right atrial (ra) lead exhibited inappropriate automatic mode switch due to noise over-sensing and exhibited low out-of-range pacing impedance and high capture threshold. It was also found that programming changes were made previously to address high out-of-range pacing impedance. It was suggested that the ra lead had conductor fracture. The ra lead was capped and replaced on (B)(6) 2022. The patient was discharged.